Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had an automatic filling alarm. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the connection fitting to the safety disc due to it not filling. All functional tests carried out with positive results. The unit was cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).